Manufacturer narrative:
Block b3: exact date unknown, event occurred past few months from the date the manufacturer became aware of the event. Block d6b: explant date: (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 19475473/19549330.

Event description:
It was reported that the patient was experiencing undesired sensation in the hip and legs as well as tingling sensation whether stimulation was turned on or off. It was also stated that the patient had inadequate pain relief. No device malfunction suspected. The patient underwent an explant procedure, and the explanted devices will not be returned.